Event description:
The pt underwent a diagnostic procedure on march 31, 2000. The physician attempted closure with the closer tsl6 fr device. Following the procedure the pt presented with symptoms of stenosis including claudication. Ankle-brachial index (abi)=0.5, indicating diminished flow to the extremities, magnetic resonance imaging (MRI) was performed and demonstrated a diseased vessel with a diameter of 4mm. The pt was kept for observation. One week following the procedure the pt was taken to surgery for removal of the sutures. The vascular surgeon commented that the vessel was unusually narrow and severely diseased. Surgery was successful with increased blood flow to the extremities noted. The pt recovered without further incident.